Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) with an intralase patient interface (pi) after patient was applanated while laser firing. They re-applanated with the same pi and tried again, which this time it passed and they got the suction. It was reported that the patient is feeling great and he can see well, but the contacts are a little dry. It was also reported that the patient did not experience loss of best corrected visual acuity (bcva). Best corrected vision acuity (bcva)of right eye (od): distance 20/ (pre-op 20/20) left eye (os): distance 20/ (pre-op 20/20). The patient's pre-operative refraction was: bcva - right eye (od) 20/20, sphere -6.50, cylinder -.50, axis 5. Bcva - left eye (os) 20/20, sphere -5.25, cylinder -2.00, axis 9.